Event description:
The dr had difficulty inserting the iab into the pt because the pt had a tortuous aorta. The iab was inserted on 3/10/97 at 10:20 am. The iab was removed on 3/13/97 at 3:00 pm. The contact reported that the balloon was accidentally cut causing it to leak. A second iab was inserted. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event -reported 3/16/97. Pt's current status: unk reported 3/16/97.